Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not returned to senseonics. A review of the sensor data during the timeframe of the reported inaccuracies showed signs of optical instability. Such instability can result from temporary changes in the in vivo sensor environment, including the condition of the hydrogel or led, leading to noisy or inaccurate sensor glucose readings. No further investigation was possible for this complaint as sensor was not returned. As part of resolution, the customer was given a replacement sensor. B4.date of this report 01 dec 2025. G3.date received by the manufacturer? 01 dec 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where patient reported discrepancies between the sensor glucose (sg) readings and blood glucose (bg) measurement. The patient provided the following examples. Date time sg value bg value: (B)(6) 2025, afternoon, sg 12,8 mmol/l, bg 21,5 mmol/l. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior. No clinical symptoms were reported and the incident did not result in any patient harm.